Event description:
Small bowel obstruction, adhesions, foreign body reaction. This 71 year old female pt had a medical history with multiple abdominal operations, i.e. Adhesiolysis because of signs of partial small bowel obstruction in 1974 and 1994 and gynecological operation in 1989 (cystadenoma right ovary). The pt never really recovered after the adhesiolysis operation in 1994. Abdominal pain did not resolve completely and food intake remained insufficient. After the complaints had worsened, a barium enema and CT scan were performed. No signs of bowel obstruction were detected. In 9/97, spasmolytic medication was started without significant improvement. On 10/22/97, the pt was scheduled for laparotomy. Adhesions were observed all over the small bowel and adhesiolysis was performed during this 3.5-4 hrs lasting operation. A total volume of 600-800 ml of seprafilm was applied under the midline incision. During the operation, no visible enterotomy appeared to have been made accidentally. Following the operation the pt seemed to recover slowly. After 10 days bowel sounds were normal, however, no feces had been produced. Aspiration of gastric contents revealed bowel stained fluid. The pt has slightly elevated body temperature of 37.5-38. 00c but no signs of sepsis. Total parenteral feeding was started. Contrast examination using gastrografin showed collapsed looking small bowel (not dilated). On 11/12/97, it was decided to re-operate the pt. Upon opening the abdomen which took 0.5 hrs, it appeared that adhesions had formed all over the small bowel. Only one foot of the jejunum was free of adhesions. 9/10 of the small bowel had to be resected and continuity was restored with an end-to-end anastomosis of the jejunum and cecum. During the resection of the small bowel mass with adhesions, a serosal tear in the mid-transverse colon was repaired by suturing it to the serosal surface of the ascending colon. Three days after this second operation the pt developed signs of peritonitis which was caused by a colonic perforation and two days later the pt died. Autopsy was performed on 11/19/97. The pathology report on the resected bowel material described a foreign body reaction (foreign body giant cell granulomata with birefringent foreign material) with fibrosis. The reporting surgeon considered the adverse incidents, i.e. Foreign body reaction and adhesions that were observed during the re-operation mid-november, 1997, to be probably related to seprafilm/sepracoat usage. The death was considered to be due to a surgical complication that resulted in colonic perforation with subsequent peritonitis. Serious; not expected; probably related.

Manufacturer narrative:
This 71 yr old female pt never fully recovered after the adehesiolysis operation in 1994. She experienced intermittent stubbing abdominal pain. Because of increasing abdominal pain, especially after meals, and further impairment of bowel movements she was scheduled for laparotomy which was performed on 22 oct 1997. Multiple adhesions were observed involving the whole of the small bowel from the duodeno-jejunal flexure to the ileocaecal junction. Salbutamol was required on extubation due to wheezing in the recovery room. Following the operation the pt seemed to recover slowly. She had slightly elevated body temperature of 37.5-38.0c but no signs of sepsis. Bowel sounds remained sluggish. Following the operation, the abdominal drainage fluid remained non-infectious. On 31 oct 1997 healthy unobstructed bowel sounds were detected and the pt started on naso-gastric feeding. Although the abdomen remained non-tender and non-distended, total parenteral feeding had to be started on 05 nov 1997 because of increased bowel stained nasogastric drainage. On 08 nov 1997, a barium meal follow-through examination using gastrografin showed distended duodenum and proximal jejunum but no evidence of obstruction. Contrast passed through into the colon in 80 mins. Because of complaints of nausea and large quantities of bowel stained naso-gastric drainage, it was decided to perform a second laparotomy on 12 nov 1997. Upon opening the abdomen which took 0.5 hr, a dense, thick, glue-like adhesive process was observed that involved the small bowel and part of the transverse colon and anchored the entire small bowel to the anterior abdominal wall. During the resetion of the small bowel mass with adhesions, a serosal tear in the mid-transverse colon was repaired by suturing it to the serosal surfae of the ascending colon. The pathology report on the resected bowel material described macroscopically multiple loops of small bowel that were matted together by dense fibrous adhesions. The serosal surface was congested and had adherent fat and fibrous tissue. In these fibrous areas there were foreign body type giant cell granulomata. Birefringent foreign material was identified in the giant cells that appeared as small particles and short fibres. On nov 15, 1997, her condition deteriorated. Signs of peritonitis developed and faeculent bloody discharge was observed from the wound. She became anuric. The pt deceased on nov 17. 1997. Autopsy was performed on nov 19. 1997. On opening the abdomen, there were features of a generalized peritonitis and there was brown, foul smelling fluid in the peritoneal cavity. There was brown fluid leaking from the region of the transverse colon. This region had been damaged at surgery and the repair sutures were identified at the site. The stomach contained bile stained fluid and the duodenum was normal. The colon was empty.